Event description:
Pt status post synex ii implant at t11 with depuy expedium, for treatment of fracture, returned to surgeon for post op visit. An x-ray showed a partial collapse of implant; from 9 mm height to 5 mm. Pt returned to surgeon for add'l post op visit and an x-ray showed a total collapse of the implant from 5 mm partial collapse to 2 mm height. Surgeon noted he cannot determine if fusion occurred from the available x-rays; surgeon remarked the pt is doing fine and has no problems or complaints. Surgeon is not planning to remove the hardware.

Manufacturer narrative:
(B)(4): this info was not reported during the initial report. Subject device was not explanted. Synthes is unable to provide the MFR, PMA/510k number and/or the date of manufacture without a part/lot number provided or the returned device. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.